Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated:b4; d9; g3; h2; h3; h6; h10. The following section has been corrected: b5. Visual examination of the returned product identified the green handle and needle have fractured. The device was cycled once. The reported event has been confirmed through product return. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the tip of the inserter fractured during placement of the second anchor. No adverse events have been reported as a result of the malfunction. Due diligence is complete as multiple attempts have been made however it was reported that no further information is available.

Event description:
It was reported that during a sports medicine repair procedure, the tip of the juggerstitch implant fractured. There was no surgical delay or patient impact as a result of the malfunction. Due diligence is in progress for this event, to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Diligence is in progress to determine whether the product will be returning to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.